Manufacturer narrative:
The company representative observed that there was a crack in the o-ring of the drain port. The company representative replaced the male str coupling (part number 0103-00-0382-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, when they attempted to perform an autofill, the iabp generate an "auto fill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.